Manufacturer narrative:
The tech found a wire loose in the power cord plug. The tech replaced the power cord plug to resolve the issue.

Event description:
Tech alleged that the bed had a high ground reading. No pt impact.